Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("medical device removal / this was then removed as far as it could be,however approximately 10 cm of wire and metal was removed, the end broke off.") In a 40 year-old female patient who had essure inserted (lot no. 50701364) for female sterilisation. The patient had a medical history of leiomyoma, adenomyosis, gastroesophageal reflux disease, anxiety depression, abnormal uterine bleeding, cesarean section, parity 3, multi gravida and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (robot assisted hysterectomy, total laparoscopic, bilateral salpingectomy done on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2015 as per mr : (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: clinical history status post tubal sterilization procedure, status post essure check for tubal occlusion. Findings/impression: on the scout radiograph, the left essure insert appears shortened. Per dr. There was difficulty with placement of the left insert injection of contrast demonstrates filling of the uterine cavity without gross filling defect. Neither essure insert is seen to extend into the cornual region of the uterus. The shortened radiopaque portion of the left insert is located further distal to the cornua than the right side. Clinical correlation is needed. No flow of contrast was observed through the fallopian tubes or into the peritoneal cavity. Differential diagnosis includes tubal occlusion, tubal spasm or insufficient injection pressure. Clinical correlation is again needed. [Pathology test] on (B)(6) 2023: specimen(s) received: uterus, cervix, bilateral fallopian tube. Clinical diagnosis and history dub (dysfunctional uterine bleeding) diagnosis: total hysterectomy and bilateral salpingectomy: proliferative endometrium and adenomyosis. Leiomyomas. Cervix with low - grade squamous intraepithelial lesion (cin 1). Histologically unremarkable fallopian tubes [ultrasound scan] on (B)(6) 2023: findings: uterus measures 11.3 x 6.2 x 4.3 cm. Endometrial stripe thickness 5 mm. Both ovaries have a normal appearance. No adnexal mass free fluid. Emb was attempted in the office but could not be done due to stenotic os. Iud could not be removed. She underwent a hysteroscopy, d&c in the or. Pathology results showed benign endometrium. Pmh: none psh: cd x 2, d&c hysteroscopy x 2 allergies: hydrocodone social history: does not smoke or use drugs, occasional alcohol. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated, event - " medical device removal updated to device breakage". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2953 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc, product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("medical device removal / this was then removed as far as it could be,however approximately 10 cm of wire and metal was removed, the end broke off.") In a 40 year-old female patient who had essure inserted (lot no. 50701364) for female sterilisation. The patient had a medical history of leiomyoma, adenomyosis, gastroesophageal reflux disease, anxiety depression, abnormal uterine bleeding, cesarean section, parity 3, multi gravida and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (robot assisted hysterectomy, total laparoscopic, bilateral salpingectomy done on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2015 as per mr : (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: clinical history status post tubal sterilization procedure, status post essure check for tubal occlusion. Findings/impression: on the scout radiograph, the left essure insert appears shortened. Per dr. There was difficulty with placement of the left insert injection of contrast demonstrates filling of the uterine cavity without gross filling defect. Neither essure insert is seen to extend into the cornual region of the uterus. The shortened radiopaque portion of the left insert is located further distal to the cornua than the right side. Clinical correlation is needed. No flow of contrast was observed through the fallopian tubes or into the peritoneal cavity. Differential diagnosis includes tubal occlusion, tubal spasm or insufficient injection pressure. Clinical correlation is again needed. [Pathology test] on (B)(6) 2023: specimen(s) received: uterus, cervix, bilateral fallopian tube. Clinical diagnosis and history dub (dysfunctional uterine bleeding) diagnosis: total hysterectomy and bilateral salpingectomy: proliferative endometrium and adenomyosis. Leiomyomas. Cervix with low - grade squamous intraepithelial lesion (cin 1). Histologically unremarkable fallopian tubes [ultrasound scan] on (B)(6) 2023: findings: uterus measures 11.3 x 6.2 x 4.3 cm. Endometrial stripe thickness 5 mm. Both ovaries have a normal appearance. No adnexal mass free fluid. Emb was attempted in the office but could not be done due to stenotic os. Iud could not be removed. She underwent a hysteroscopy, d&c in the or. Pathology results showed benign endometrium. Pmh: none psh: cd x 2, d&c hysteroscopy x 2 allergies: hydrocodone social history: does not smoke or use drugs, occasional alcohol lot number: 50701364 manufacture date: 2012-11 expiration date: 2015.11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2953 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.